Event description:
Additional information reported the ¿battery failure¿ was that the ins could not connect to a programmer. The cause of the battery failure remained unknown at the time of follow-up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spinal cord stimulator (scs) device was explanted because of battery issue for the patient. The patient started to use scs on (B)(6) 2012. According to his family members, the product was explanted 2 years later because of the stimulator battery malfunction. The cannot remember the specific time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the patient did not have parkinson¿s and the device had been explanted due to battery failure.

Manufacturer narrative:
(B)(6).

Event description:
Information was reported by a consumer regarding a patient implanted with a spinal cord stimulation implantable neurostimulator (ins) for parkinson¿s disease. Follow up is being performed to clarify this conflicting information. Two years after implant due to an ins battery failure, the device was taken out. The patient did not experience more than 50% of symptom reduction. The ¿spinal cord stimulation¿ was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. The patient now ¿voices more light, the leg could not lit up, and waist pain.¿

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep clarifying that ¿voices more light¿ and ¿leg could not lit up¿ were entry errors. It was unknown if any actions/interventions will be taken to resolve the patient¿s symptoms following explant. The explant date was unknown. No further complications were reported or anticipated.